Event description:
It was reported that the device had a float switch malfunction. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, discolored front cover, and damaged micro switch. Functional testing found damaged micro switch. The root cause of the reported issue was found to be customer damage. Replaced the drain fitting, micro switch, and front cover. Device passed functional testing.